Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail tractip single use laser fiber was used during a ureteroscopy and laser procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the aiming beam of the fiber was checked and showed a defect. The fiber was fractured upon opening. The procedure was completed with another lighttrail single use laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.